Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported air bubbles in the reservoir. Troubleshooting was performed. The customer stated that insulin was leaking from the reservoir and there were no visible cracks or splits on the reservoir. No further information was provided.